Manufacturer narrative:
CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of blindness was considered expected and possibly related to the treatment with the unspecified hyaluronic acid (ha) filler. It could not be excluded that a galderma product had been used. Serious criteria included permanent damage to a body structure. Potential etiologies include embolic occlusion of ha material in the ophthalmic artery and central retinal artery distribution. The case meets the criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Exemption: exemption number e2015005 galderma laboratories, l.p. (Importer) is submitting the report on behalf of q-med ab (manufacturer).

Event description:
Case reference number (B)(4) is a spontaneous report received on 02-aug-2018. This case was received by internal staff who heard to a second case of blindness at a hearing yesterday (B)(6) 2018. It is unknown what brand of filler was involved. The first case was reported previously - (B)(4). Email from internal staff: "at the (B)(6) parliamentary hearing yesterday by (B)(6), it was mentioned by the (B)(6) that two cases of blindness with dermal fillers have been reported in (B)(6) in 2018." No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with an unspecified ha filler (unknown amount, lot number, injection technique and needle type). Unknown time later, the patient experienced blindness(blindness). Treatment for the adverse event or other details were not reported. Outcome at the time of the report: blindness was unknown.